Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that as the surgeon was implanting a 12.6 mm vicmo12.6 implantable collamer lens, -14.0 diopter, into the patient's left eye (os), the lens tore/broke. The surgeon stated that during injection, the plunger became detached and then the lens haptic became stuck under the plunger. The lens was delivered into the anterior chamber of the eye but was torn. The lens was immediately explanted. This occurred on (B)(6) 2017. On (B)(6) 2017, an alternate lens was implanted-of the same type, size, and diopter. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the lens haptic bent and presence of clear residue on the lens surface. Half of the lens was missing. (B)(4).